Event description:
It was reported that a continu-flo solution set leaked. The reporter stated that while flushing the set with 50cc of normal saline, a leak was identified from a puncture in the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional test was performed in which the device was spiked into an in-house solution bag, primed, and observed for issues. This test found a leak from the tubing, approximately 19 inches below the drip chamber. The reported condition was verified. Microscopic inspection of the leak site showed a hole that was caused by pinched tubing. The cause of the condition was determined to be a manufacturing error due to an inadequate level of detail in a procedure. To correct this condition, the procedure will be revised and additional visual inspection of manufactured devices will be performed until the procedure is revised. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.